Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up visit, dashes (---) were observed for the programmed rate, the hysteresis value and the refractory period. The battery voltage was 2.66v and the battery impedance was 8k ohms.